Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient(pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt had knee replacement yesterday and since then pt is urinating more frequently and having the urge to urinate and then not voiding. Reviewed how to use external devices to check therapy status. Therapy was on. Reviewed how to increase amplitude until stimulation sensation was felt and recommended monitoring symptoms and if not improved patient should consult with managing physician.